Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially called requesting assistance with the insulin pump bolus wizard settings. Customer mentioned that she was hospitalized in intensive care unit due to high blood glucose and dka. The blood glucose reading was over 600 mg/dl at the time of hospitalization. Customer also mentioned that the time on her insulin pump it is not set up correctly. Nothing further was reported.